Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Additional information; this report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional patient/event details have been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unchanged, unknown or unavailable. Investigation ¿ evaluation: it was reported by pharmacist, mme. Eva fillion from de grenoble, france that a PICC line was leaking when attempting to inject treatments. The complaint device was reported to be a turbo-ject single lumen peripherally inserted central venous catheter set (rpn: upics-3.0-CT-nt-1110, lot number 10055258). The device was placed in the patient¿s arm on (B)(6) 2019. While attempting to inject treatments, it was discovered that the device was leaking. The leaking was reported to have occurred at the ¿end of the PICC-line, just above the purple tip where the check valve is placed¿. When this was discovered, the anesthetists asked the nurses to remove it. The device was removed and replaced on (B)(6) 2020. No adverse effects to the patient were reported. A review of the complaint history, device history record, instructions for use (IFU), and quality control, as well as a visual inspection of the returned device was conducted during the investigation. The visual inspection of the complaint device noted that the clear tubing had pulled away from the purple hub, causing a hole in the clear tubing. Additionally, a pink device was attached to the catheter that surrounds the clamp as part of the catheter assembly. This device is not manufactured or supplied by cook and no manufacturer identifying marks were found. Additionally, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the device history record found no nonconformances or additional complaints associated with this device lot. There is no evidence to suggest there is any nonconforming product in house or out in the field. A review of the product labeling for the device was also completed. The instructions for use state the following instructions related to the reported failure mode: ¿if catheter is not to be used immediately, its lumen should be maintained by continuous saline or heparinized saline drip or locked with a catheter locking solution. Note: if clc-2000, microclave or other needleless adapters approved for saline only lock are used, saline catheter lock may be used. Catheter heparinization should be determined by institutional protocol and clinical judgement. Heparin concentrations of 10 units/ml to 100 units/ml have been reported adequate to maintain lumen patency. Catheter lock should be reestablished after every use or at least every 24 hours if unused." It also included the following instructions for power injection: "1. Confirm proper catheter tip position radiographically prior to injection. 2. Remove any injection/needleless caps from the turbo-ject PICC. 3. Attach a 10ml (or larger) syringe filled with sterile normal saline to the hub of the extension tube to be used for power injection. 4. Ensure adequate blood return and flush catheter thoroughly with the entire 10ml of sterile normal saline to ensure lumen patency. Warning: failure to ensure patency of the catheter lumen prior to injection may result in catheter failure.¿ based on the information provided, inspection of the returned product, and the results of the investigation, a definitive cause was not established. Cook is unable to rule out manufacturing, patient activity resulting in tension on the device, use of an ancillary device on the extension tubing, or proper catheter maintenance as a cause of this event appropriate measures have been taken to address this failure mode. A CAPA was previously opened for this failure mode and the CAPA engineer has been informed of this complaint. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a turbo-ject single lumen peripherally inserted central venous catheter was found to be leaking while injecting treatment into a patient. The PICC line was implanted into the arm of a female patient on (B)(6) 2019, and while injecting treatment on (B)(6) 2020, the line leaked. The leak was "just above the purple tip where the check valve is placed". The line was removed upon the advice of the anesthetists, and was later replaced. No other adverse effects have been reported for this incident.